Event description:
Same case as MFR report #: 2134265-2009-04623, -04622, -04624. It was reported that during a gall bladder drainage procedure, the trocar was unable to be removed from the catheter. The patient was being treated due to gall stones. The procedure intended to relieve pressure prior to a planned surgical removal of the gall bladder. The catheter was flushed with saline and it was possible to pull out the trocar before insertion. When inserted into the patient, the trocar was not be able to be removed from the catheter. Two additional attempts were made with the same result. On the third attempt, the catheter was soaked for about a minute and flushed several times with the same result. The procedure was aborted. Two days later, a fourth attempt was made with a larger size catheter. However, the trocar again was stuck and fractured within the catheter upon attempts to remove it. The user facility reported that there were no problems with the devices until attempting to remove the trocar, and felt that the properties of the material to be drained may have contributed to the difficulties. The patient's condition did not allow for surgery, and he was discharged to (B)(6) care based on the family's wishes.

Manufacturer narrative:
(B)(4).